Event description:
Medtronic phsio-control is investigating reports of 2 devices with depleted hybrid layer capacitors (hlc's). The hlc's were depleted to a level where the deviec failed to turn on. There have been no pt related events associated with the reported issue.